Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 508 mg/dl and at the time of hospitalization was 548 mg/dl. Customer had been hospitalized multiple times for high blood sugar. Customer was rushed to the emergency room for high blood sugar. The customer stated that he thought insulin pump was not giving him the right amount of insulin whenever he bolused from the insulin pump. The customer stated had positive results in ketones test and had experienced nausea, vomiting, abdominal pain and difficulty breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was inactive and not automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using bolus from the insulin pump. The customer stated hospitalization treatment was with intravenous drip and manual insulin shot. Customer was alleging possible insulin pump under delivery. Customer stated he thought he was not getting his bolus. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.